Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the device was explanted on (B)(6) 2025 due to need of frequent MRI imaging as the patient is suffering from cancer. The patient was re-implanted with another cochlear device during the same surgery.